Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had been involved in an under infusion on (B)(6) 2025. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the large volume pump module had been involved in an under infusion on (B)(6) 2025. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused on (B)(6) 2025 was not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The concomitant administration set (model#: 2420-0007) was not returned for this investigation; therefore, tests could not be performed. The suspect pump module (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date to 26mar2025 and the time is not reported. A review of the suspect pump module error log and pcu error log showed no errors or malfunctions on the day of the reported event or any day around 26mar2025. On (B)(6) 2025, the customer reported an under-infusion but did not provide any additional details. No information was provided regarding the infusion rate, infused volume, programmed drug, or any other data relevant to the event. At 2:48 am the suspect pump module was attached on label b to the pcu (s/n: (B)(6). At 3:22 am suspect pump module was programmed a primary infusion. Rate = 25 ml/h and vtbi = 15 ml; infusion lasted twenty (20) minutes. At 3:48 am suspect pump module was programmed a primary infusion. Rate = 50 ml/h and vtbi = 190 ml; infusion lasted one (1) hour. At 5:10 am suspect pump module was reprogrammed a primary infusion. Rate = 25 ml/h and vtbi = 121.663 ml; infusion lasted three (3) hours. At 8:14 am suspect pump module was event infusion occlusion patient side at 9:49 am infusion was stopped and pump module disconnected. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door". The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6), (w/o: (B)(4). The device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusion on (B)(6) 2025 was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.